Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The patient was not hospitalized for the peritonitis event. The cause, treatment, and patient&#38112;outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
On (B)(6) 2016, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.